Event description:
It was reported that during a hand assisted nephrectomy procedure, the surgeon was using the device for routine coagulation, cutting and dissecting and the white tissue pad began to come off. There was no reported patient consequence and case was completed with like device.